Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Visual examination revealed that the coil was interlocked inside the introducer sheath. The coil was removed from the introducer sheath and was found the introducer sheath cut because the coil was jamming probably due to the damage and blood. The twistlock was found open. The introducer sheath was inspected and no damage was found. The delivery wire and coil was inspected and was found kinked. Also, the coil was found stretched and with some blood. Microscopic inspection showed ta blood on the zap tip shape and surface of the coil. No damage was noted on the zap tip shape and surface of the delivery wire. The interlocking arm of the delivery wire and coil was inspected and no damage was noted. Almost all the coil dimensions that could be measured were found to be in specification. The coil was inspected and no damage was noted to the zap tip and the interlocking arm of the coil was inspected and no damage was noted. Also, the coil was found to be missing some fibre bundles as a direct result of the stretching along the proximal end of the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the continuous flush was not maintained. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017 it was reported that the coil was stuck inside the catheter. The target lesion was located in the inferior mesenteric artery (ima) at the lumbar region. A 4mm interlock¿5 was selected for use. During the procedure, when embolization was performed using this device through intermittent flushing, it was noted that severe resistance was encountered and device was stuck inside the catheter. The coil was pulled out together with the catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the number of proximal fiber bundles was below the assigned specifications.